Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to urgent care due to diabetic ketoacidosis and high blood glucose. Customer blood glucose level at the time of incident was 324 mg/dl. Customer reported symptoms such as ear pain, history of vomiting and ketones were 1.9 on meter. Customer also stated that they checked urine ketones and they were very large. It was unknown that auto mode feature was active or not at the time of event. No product is expected to return for analysis.